Event description:
Customer reported that the right digit of the lcd display on the vacuum indicator of the css console, that indicates tenths of a millimeter of mercury, is not legible. Vacuum readings to the 1mmhg resolution functioned as intended. This alleged failure mode poses a low risk to the pt because it does not prevent the css console from performing its life-sustaining functions. An investigation will be conducted by syncardia.